Manufacturer narrative:
The monitor and electrode belt were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the hospital wearable defibrillator. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest and hwd, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The zoll detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 8 times and appropriately treated 1 time by the lifevest. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detections. The response buttons were pressed throughout the event but not immediately prior to shock delivery. The response buttons functioned appropriately. The third inappropriate treatment in the event induced vf, which was appropriately treated and converted by the fourth treatment in the event. The post-shock rhythm of the fourth treatment was sinus rhythm at 70 bpm with motion artifact. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest.